Event description:
This console was not in use on a patient. During console check out the audible alarms were not as loud as he thought they should be. The manufacturer performed troubleshooting by telephone and all alarms were confirmed to be functional by the complainant.